Manufacturer narrative:
This report is submitted on august 13, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was hospitalised (specific date and duration not reported) and was treated with IV antibiotics, followed by oral antibiotics on discharge. The device was explanted on (B)(6) 2020. It is unknown whether the patient has been reimplanted with a new device as of the date of this report.